Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient required emergency room treatment with IV fluids due to a blood glucose of 562 mg/dl with vomiting. During troubleshooting, customer support (cs) found that the basal history matches the active basal program settings; basal delivery totals in tdd match active basal program total or are as expected, but the bolus totals do not match (>5% different), also found that the time setting was inaccurate by less than an hour. This complaint is being reported as the inaccurate settings can result in a blood glucose excursion.

Manufacturer narrative:
Follow-up #1: date of submission 1/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: bolus¿ were calculated from (B)(6) 2016; bolus history deliveries and actual deliveries recorded in the bb total with less than 5% difference from programmed bolus to actual delivery..tdd history on (B)(6) 2016 does not match programmed daily totals. According to the basal change history, at 14:58 on (B)(6) 2016, the basal segment changed to 0.0u/hr; basal program indicates deliveries should be 0.225u/hr at this time...according to the bb history, at 14:52 a por occurred and basal deliveries were not resumed after that point... The pump was put on a basal program of 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.